Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -08.50/+1.0/083 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
Expiration date: 31-aug-2024. (B)(4). Claim # (B)(4).